Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, nonsustained right ventricular oversensing episodes were observed. Strips revealed potential myopotential signals. Oversensing was not reproducible during isometrics, deep inspirations and coughing. The patient condition is stable. The patient will be monitored with routine follow-up.